Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) levels was "high" (500 mg/dl), while wearing the pod longer than 48 hours. The lg reported the patient developed ketones and had elevated bg levels at 12:01 am. The lg reported giving the patient carbs and insulin to treat the bg levels, as well as activating a new pod. Additionally, the lg reported having contacted the patient's doctor for further guidance. The doctor advised them on how to properly calculate in order to bring the bg levels down with the pod manually. The lg reported the patient's bg levels decreased to 395 mg/dl and was trending downwards.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.